Manufacturer narrative:
Concomitant medical products: product ID: 3776-75; lot# serial#: (B)(6); implanted: on (B)(6) 2009; product type: lead; product ID: 97715; lot# serial#: (B)(6); implanted: on (B)(6) 2018; product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that during a routine check, high impedances were found on 6 and 7 today for one ins and on 10 and 13 for the other ins. The rep reported that the patient was injured after being body slammed on (B)(6) 2019. The rep reprogrammed the impedances. The issue was not resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-75, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that there was electrode impedance. The rep reported that the patient claimed she was body slammed, fell back and hit her head. The rep did an impedance check and an x-ray and CT scan were performed. The rep reprogrammed the patient. The issue was not resolved. Additional information was received from a manufacturer¿s representative (rep) on 2019-08-08. The rep reported that the impedance issue was high impedances. The rep reported that the cause of the impedance was the patient¿s fall. The rep programmed around the impedances. The issue wasn¿t resolved. No further complications were reported.